Event description:
Pt expressed concern about leakage at incision site regarding the valve. The surgeon was contacted by codman, and it was noted that the pt's observation was not corroborated. The surgeon confirmed no device related events occurred.

Manufacturer narrative:
Since the device is still implanted in the pts head the device is not available for eval. Lot info has not been made available. Without the device and or lot info it is not possible for codman to conduct a proper investigation. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. If new info becomes available a f/u report will be filed.